Event description:
It was reported by a customer that the cannula of the infusion set broke off and remained in the user's skin. According to reporter, the cannula piece was removed surgically. No permanent adverse effects reported.

Manufacturer narrative:
The customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report, detailing the results of the eval.